Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the o-rings component was damaged. This was attributed to normal wear. Device was repaired and returned to the customer.

Event description:
Device was returned for repair as the device was dirty, leaking oil and the rubber legs were worn. During the repair the device was cleaned, the seals and two rubber legs were replaced. Service report also notes oil stain at inspection glass, dirty/stained with blood at the bottom of the cover plate, and rubber legs partly worn. This is report 1 of 1 for complaint (B)(4).